Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that axium coil would not detach during coiling treatment of aneurysm. No further information was provided. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The axium coil was returned for evaluation and was found damaged within the introducer sheath. The implant coil was pushed out from the introducer sheath with difficulty. Clarification was received from the customer stating that this coil did not have non detachment issue but resistance/stuck in introducer sheath issue. The event of coil stuck in introducer sheath is not likely to result in a death, serious injury or other significant adverse event experience and therefore not a reportable event.

Event description:
Medtronic received the updated information that this coil was not coming out of the introducer sheath during the coiling treatment of aneurysm. Another device was used and treated the patient. No patient injury was reported as a result of the procedure.